Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 16 mg/dl, and four seizures. The customer went to the emergency room and was subsequently hospitalized. The customer alleged that the pump caused the low bg level, however did not provide additional detail regarding this allegation and declined to troubleshoot or speak about the issue with tandem technical support.